Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and restricted anterior leaflet. A steerable guide catheter (sgc) was inserted without issues. A mitraclip was implanted on the mitral valve. However, after removing the clip delivery system (cds), a loss of fluid column occurred. Aspiration was performed. The sgc was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. The reported unexpected medical intervention was a result of case-specific circumstance as additional aspiration was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.